Manufacturer narrative:
(B)(4). Report source: other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during an unknown procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, two days after the surgery, the patient experienced left leg pain, pain at the left side of the abdomen, kidney pain ("bad kidney") and constipation. Reportedly, the physician wanted to see a urologist to remove the sling because the physician believed that the mesh had caused all the patient's problems.